Event description:
Initial reporter indicated that they had an issue with their hp jornada handheld computer during the 7.1 programming software upgrade. It was reported the handheld "was freezing when doing the upgrade." After the upgrade was performed to the 7.1 programming software it was required by the site to make several attempts to perform in a successful interrogation. The programming software was not returned for analysis.